Manufacturer narrative:
The device was not available for evaluation. Per the instructions for use (IFU), valve migration requiring intervention and paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the mitral apparatus. Less-than-severe and non-uniformly distributed calcification of the native leaflets or pre-existing bioprosthetic valve, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of pre-existing bioprosthetic valve calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the valve migration could not be determined with the available information. The worsening pvl was likely due to the valve migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the article "transcatheter aortic and mitral valve-in-valve implantation for failed surgical bioprosthetic valves an 8-year single-center experience¿, a total of 73 patients with aortic (42 patients) and mitral (31 patients) bioprosthetic valve dysfunction underwent transcatheter valve in valve implantation between april 2007 and december 2013. Edwards balloon-expandable transcatheter valves were used at a single center. The first-in-human aortic and mitral valve in valve implantations were performed by the implantation of 23 mm and 26 mm cribier-edwards equine valves, respectively, using a transapical approach. In all subsequent cases, bovine edwards sapien and sapien xt valves were implanted through either a transfemoral or transapical approach. Transapical access was the only approach that was used for mitral valve in valve implantation. Delayed valve migration occurred in one patient following uneventful mitral valve in valve implantation with a 26 mm sapien prosthesis into a failed pre-existing surgical valve. This patient presented with acute heart failure two months after the procedure resulting from atrial migration of the sapien valve and severe paravalvular regurgitation. A second transapical mitral valve in valve implantation with a 29 mm sapien valve was performed without complications. Reference: ye et al. Transcatheter aortic and mitral valve-in-valve implantation for failed surgical bioprosthetic valves, an 8-year single-center experience. Jacc: cardiovascular interventions vol. 8 no. 13, 2015.

Manufacturer narrative:
This is seven of eight manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-01272, 2015691-2018-01264, 2015691-2018-01265, 2015691-2018-01266, 2015691-2018-01267, 2015691-2018-01268, 2015691-2018-01270.